Event description:
It was reported to medtronic minimed that the customer experienced a transmitter not working, indicated by a red x icon, along with "change sensor" and "sensor updating" alerts. The customer reported no adverse event. The event involved product mmt-7841zn. Troubleshooting was performed for sensor alerts. The customer was able to run a transmitter test. The customer confirmed that a tester procedure was performed as a troubleshooting step for the transmitter issue, which included assisting with transmitter tests, resetting sensor features, attempting to reconnect the sensor, and wirelessly reconnecting the transmitter serial number to the pump; despite these steps, the rf icon did not turn green and it was determined that the transmitter might not be working. No harm requiring medical intervention was reported. Mmt-7841zn was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Following our receipt of one unit and placed unit under microscope and found physical damage to the cow catcher and the connector pins, unable to continue with functional testing or verify loss communication due to physical damage. In conclusion, the customer complaint of loss of communication anomaly could not be confirmed, due to transmitter damaged medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.